Manufacturer narrative:
The insulin pump was received with alarms due to loose drive support disk. Unit returned with missing end cap sticker. Unit has loud motor noise during rewind due to faulty motor.

Event description:
It was reported that the insulin pump alarmed during normal use. Nothing further was reported.